Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specs for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality mgmt system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contact ameda, inc. To report the purely yours breast pump she uses when at work began cycling differently; suction was lower and the pump sounded different during its cycling process. Milk output was decreased due to these issues. Customer reports a unilateral mastitis was diagnosed on (B)(6) 2014. Customer phone her health care provider and was prescribed a 10 day course of oral antibiotics which resolved the mastitis symptoms.